Event description:
It was reported that operating room staff called to report an ¿insufflator is disabled¿ message on the screen as they were starting a case. Before contacting support, the staff had already attempted a hard reboot, but the message persisted. The staff then obtained and began using a 3rd party insufflator to proceed with the case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported "insufflator is disabled" message was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good in-house system and powered on, again displaying the "insufflator is disabled" message. Based on these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.

Manufacturer narrative:
The root cause is attributed to a functional issue with the insufflator. This issue may be resolved by fse service of the system to replace the insufflator.

Event description:
Refer to h11 for follow-up information.